Event description:
The patient received an scs system, including an ipg, on (B)(6) 2007. It was reported the ipg was explanted and not replaced due to a loss of stimulation, an inability to charge and suspected battery depletion. The patient elected not to have a replacement scs system implanted. The explanted ipg was not returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.